Event description:
The physician and technician relied on the "auto gas fill" function screen display to presume the sf6 gas mixture being withdrawn from the machine was the prescribed percentage (20% in this case). In fact the machine only provides 100% sf6 gas and the physician must mix the 100% gas provided from the machine with air to achieve the prescribed percentage. Both the surgical technician and the physician believe the "auto gas fill" display misled them into believing the sf6 gas being provided by the machine was the percentage reading on the display rather than 100%. These circumstances resulted in the patients having their eyes injected with 100% sf6 gas rather than the prescribed amount of 20% sf6 gas. The patients have required additional treatment to mitigate or resolve any potential permanent eye injury. According to the physician, the effect on the patients, resulting from 100% gas injections, will not be known for several months. Hospital staff was interviewed and all with the exception of one, believed the machine provided the percentage of gas as displayed on the screen rather than 100%. No staff member can recall being advised during inservice training that the machine only provided 100% sf6 gas. It cannot be determined how many patients may have received 100% gas injections as a result of this misunderstanding of the machine's display. We will be happy to provide a scanned copy of the operator's manual page 2.35 and 2.36 that discusses this "auto gas fill" function depicting the screen displays that have been identified as the root cause for this end user error.